Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint; however, could not replicate it. Based on the log reviews, the stapler 45 instrument was found to have one unclamp failure indicated by error code 22030. The unclamp failure was followed by the use of the grip release tool. It was noted that error codes 22027 and 26008 indicated the presence of the grip release tool and the use of it while the instrument joints were in a locked state, respectively. However, the unclamp failure was not replicated during the in house testing. The stapler 45 instrument was placed and it was driven on an in-house system and it passed the initialization, recognition, and engagement tests. In addition, the instrument move intuitively with full range of motion in all directions. The jaws opened and closed properly. The stapler 45 instrument clamped, fired, and unclamped successfully. The grip release tool was not used during the in house testing. The instrument fired with a blue 45 reload. A visual inspection was performed and no damage was observed. The instrument was found to have an unclamp failure based on log review. Further review of the logs found the stapler 45 instrument had one homing failure during initialization which was identified per 22030 error code. The instrument had the failure mode which stated fire homing/failure with unclamp/un-fire hard stop (in clamp/fire homing). The initialization failure was not replicated during the in house testing. The root cause was not determinable. The instrument had 26 lives remaining. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A log review was conducted, which resulted in the following findings: the logs show the customer last used the stapler 45 instrument part# 470298-12 lot# t10190225-0010 on (B)(6) 2021 during a pulmonary wedge resection procedure on system sk4205. The instrument had 26 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or procedure video was provided. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the stapler 45 instrument would not release without the quick release. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the customer observed the stapler 45 instrument would not release without the quick release. The procedure was completed with no reported injury. Multiple attempts have been made to obtain additional information from the customer concerning the reported event, but with no success.